Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water channel appeared to be a dry foreign material resembling powder but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no observed deformation that might contribute to the retention of foreign material and no additional device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the bowden cables were difficult to operate on the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: dry foreign material resembling powder inside the jet tube. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the bowden cables were difficult to operate¿ was not confirmed. The device evaluation found dry foreign material resembling powder inside the jet tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.